Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the bands did not release from the cup. It was reported that the device was removed and the procedure was completed with a different device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was received with the device and the handle did not return. It was also noted that the ligator head returned without bands. Further examination shows that the ligator head teeth were damaged. No other issues were noted with the device. The reported event was confirmed. The ligator head teeth damaged/bent indicates that the suture thread may have experienced difficulties releasing the bands. This could be related to user manipulation while setting up the ligator head on the endoscope, extra tension applied on the device, and/or the technique applied during the procedure that damaging the ligator teeth. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the bands did not release from the cup. It was reported that the device was removed and the procedure was completed with a different device. There was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.